Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier would not fire. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged, causing the lockout failure, please note this finding is unrelated to the reported event. No conclusion could be reached as what may have caused the reported incident and the ratchet pawl damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.